Event description:
It was reported that the patient with this implantable pacemaker experienced atrial fibrillation (af) and was cardioverted in the emergency room (ER). Boston scientific technical services (ts) referred the patient to a physician to discuss alert notification and af management protocol. As of this time, this pacemaker remains in service. No adverse patient effects were reported.